Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up at the self-test screen and would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up at the self-test screen and would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided the customer with technical assistance. Physio has made multiple attempts to contact the customer regarding the status of their device but has been unsuccessful. It is unknown if the customer will be repairing their device themselves or returning it to physio-control for evaluation. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.